Manufacturer narrative:
Testing and investigation at the service center found the device alarmed error code 11/004 (less than 2.0 volts measured on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with error code 11/004/148 (less than 2.0 volts measured on the lithium battery). The device was returned from the pcu telemetry dept with a work order that indicated error code 11/004/148. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with error code 11/004/148. No additional info was provided.